Manufacturer narrative:
(B)(4).

Event description:
The parkinson's disease patient's family reported the patient experienced poor effect with their implantable neurostimulator (ins). Beginning in (B)(6) 2015 the patient began experiencing dyskinesia. The patient was hospitalized for reprogramming for four days in (B)(6) 2015 as a result of the event. Despite being adjusted many times in the hospital, the patient experienced no improvement. The patient continued to experience dyskinesia at the time of report, on (B)(6) 2015. It was noted the patient suspected it was a quality issue with the manufacturer's product, though the cause of the issue had not been determined. A supplemental report will be filed if additional information is received.